Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The pads have been lost in transit and are unavailable for evaluation. Pictures of the pads, lot, and tracking information were requested, but could not be provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated defibrillator successfully delivered the first shock using these electrode pads. The user made an attempt to deliver a second shock and the associated defibrillator failed to discharge using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.